Event description:
The customer reported being hospitalized due to high blood glucose of 304 mg/dl, and she was treated with manual injection and bolus. The customer stated that the insulin pump was not delivering insulin properly. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run the fixed prime test and the insulin did exit. Advised the caller to call back when the tubing clamp arrives. Instructed the customer to remove the cannula and it was not bent or occluded. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.